Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have experienced a loud constant tone of insulin pump. Customer changed batteries and buttons could not be pressed. Customer called back due to constant tone was not resolved. Customer was advised that insulin pump would need to be replaced. Customer's blood glucose was 300 mg/dl.

Manufacturer narrative:
The insulin pump was received with frozen display and no button response. No unexpected constant audio alarm tone noted. The problem was isolated to the motherboard. Unable to perform the full functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests due to frozen display. The insulin pump had cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window and scratched reservoir tube window.